Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an automated impella controller (aic) was returned from the customer as an out-of-box failure (oobf). Evaluation determined that the battery switch was not properly seated, which was assessed as likely due to handling and not indicative of a device malfunction. The battery switch was reseated, and functional checks were planned in accordance with preventive maintenance procedures. During subsequent service and repair activities, the console failed to power on due to a battery operation failure. Further testing indicated that both batteries were not charging, with measured capacity of 0 mah, which was below the expected range of approximately 1450¿1650 mah. The battery kit was replaced. Following replacement, the batteries were reported to be within specification, and the console powered on and functioned as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.